Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported results on his aviva meter, ten minutes apart, were 39 mg/dl and 136 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The customer returned two test strip vials. Both vials produced results which were unacceptable, and were verified to have been exposed to either humidity or moisture. Retention was missing for the complained lot, therefore lot 496611 was assessed and found a comparable alternative for retention testing purposes.